Manufacturer narrative:
B2 date of death: estimated date of (B)(6) 2025 was used as the date of death was unknown. B3 date of event: estimated date of (B)(6) 2025 was used as the event date was unknown. E1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. In (B)(6) 2020, the patient was referred for cardiac catheterization. The first target lesion, located in the proximal left anterior descending artery (lad) extending up to middle lad, was 100% stenosed and 36 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation followed by the placement of a 2.50 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The second target lesion, located in proximal left circumflex artery (lcx), was 80% stenosed and 10 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation followed by the placement of a 2.50 mm x 12 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. A week later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient died. At the time of the event, the patient was on aspirin and clopidogrel. No action was taken to treat the event. The primary cause of death is unknown, and it was unknown if an autopsy was performed or not.